Manufacturer narrative:
Device expiration date: unknown. Initial reporter addr 1: (B)(4). Device manufacture date: unknown (B)(4). Investigation summary: three photos were received by our quality team for evaluation. From the photos, the cannula was observed to be partially withdrawn, needle hub twisted, and cannula was bent. A photo of the top web was also received but the batch number was not shown. A device history record could not be evaluated as the lot number is unknown. Based on the complaint verbatim and photo returned, the product could have been damaged due to an inappropriate unit pack opening method during the removal of the product from the unit packaging or misused. It would not be possible to pack the product with the condition shown in the photo into the unit pack. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the verbatim and photo returned, the product could had been damage due to inappropriate unit pack opening method during removal of product from the unit packaging or misused. It is not possible to pack product with condition shown in the photo into the unit pack. As no sample was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint trend would be monitored.

Event description:
It was reported that 2 venflon pro safety 22ga experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: 2 IV cannulas were damaged when they opened the pack in the onco department. They discarded the IV cannulas and sent partial pics to the purchase. The purchase called and communicated the issue. The lot number is not visible in the pictures they clicked. The needle shield appeared inverted in the pictures. Couldn't get further details as they had discarded the units in question and they are unable to track which box the unit has come from.